Manufacturer narrative:
Bayer case number: (B)(4). Very severe general fatigue [fatigue]. Hypotension with no medical cause identified [hypotension] . Hypothyroidism [hypothyroidism]. Repeated sinusitis [sinusitis]. Difficulty maintaining employment [job problems]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4).) On (B)(6) 2025. The most recent information was received on (B)(6) 2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("very severe general fatigue") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue (seriousness criterion medically important), hypotension ("hypotension with no medical cause identified"), hypothyroidism ("hypothyroidism"), sinusitis ("repeated sinusitis") and job dissatisfaction ("difficulty maintaining employment"). At the time of the report, the fatigue, hypotension and job dissatisfaction had not resolved. The outcomes for hypothyroidism and sinusitis were unknown. No causality assessment was received for essure with regard to fatigue, hypotension, hypothyroidism, sinusitis or job dissatisfaction. The reporter commented: period of onset: over the past 18 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Very severe general fatigue [fatigue]. Hypotension with no medical cause identified [hypotension]. Hypothyroidism [hypothyroidism]. Repeated sinusitis [sinusitis]. Difficulty maintaining employment [job problems]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 23-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("very severe general fatigue") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fatigue (seriousness criterion medically important), hypotension ("hypotension with no medical cause identified"), hypothyroidism ("hypothyroidism"), sinusitis ("repeated sinusitis") and job dissatisfaction ("difficulty maintaining employment"). At the time of the report, the fatigue, hypotension and job dissatisfaction had not resolved. The outcomes for hypothyroidism and sinusitis were unknown. No causality assessment was received for essure with regard to fatigue, hypotension, hypothyroidism, sinusitis or job dissatisfaction. The reporter commented: period of onset: over the past 18 months. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.